Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) partially confirmed the customer reported failure. Fa was not able to confirm the sealing issue. The electrical continuity test passed. Energy activation test was then conducted and no faults or error messages appeared during in-house testing. A wet paper towel was held between the grips and smoke was observed when the seal pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. No loss of power and no intermittent energy was observed. Grip force test and electrode gap test were performed and found to be within specification. The customer reported failure of malfunction was confirmed, however, for clarification the malfunction was an exposed blade. The error logs indicated that the vessel sealer instrument functioned properly from the start but eventually the blade jammed. During fa the instrument was found to have a dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage. No conductor wire or snake wrist damage was found. There was slight bio debris found at the instrument tip. After manually placing the blade in track, self-test passed on an in-house system and then the energy activation test was conducted. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the endowrist one vessel sealer instrument, the instrument stopped sealing. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event. Furthermore, it is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci assisted colon resection procedure, the endowrist one vessel sealer instrument malfunctioned and stopped sealing. There was no report that any fragments from the instrument fell into the patient. The planned surgical procedure was completed and there was no report of any patient harm, adverse outcome or injury due to the sealing issue.